Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to water ingress. It could not be firmly established how water (liquid) entered the device. The device is not repairable, the customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.